Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of corrosion on distal end traced to component failure. The most probable cause of foreign objects on server plug in (z block) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign objects on server plug in (z block) and corrosion on distal end was observed. The service repair technician indicated that the most likely cause of corrosion on distal end traced to component failure. The most probable cause of foreign objects on server plug in (z block) was not established. There was no patient involvement.